Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic after receiving multiple shocks, inappropriate antitachycardia pacing therapy and inappropriate hv shocks due to supraventricular tachycardia were observed. Programming changes were made.